Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator show damage which may indicate potential mishandling or misuse of the instrument. The complaint regarding grip does not line up was confirmed by failure analysis. The probable root cause of a dislodged molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument grip did not line up. The procedure was completed with no reported injury.